Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic upper lobe lobectomy, at the beginning of the procedure, all components were assembled properly. After introducing the stapler into the chest cavity through intercostal space something cracked. After this move, the surgeon could not articulate or close the loading. The stapler was removed from the chest cavity. The scrub nurse tried to detach the loading from the adapter without success. They removed the adapter with loading attached. Force was used to detach the components and the load was broken. They used a new adapter and loading with the same stapler and shell to complete the case. There was no patient injury.